Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: (B)(4). Device history review: there were no ncs or deviations associated with this lot if information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision knee replacement: pain progressively worse. Upon revision, components well fixed, scar tissue surrounded the patella component. Tibia removed and a sleeved, stemmed rp tibia implanted and a primary cr insert was used. Doi: (B)(6) 2015. Dor: (B)(6) 2018.